Manufacturer narrative:
Occupation is patient/consumer. The patient stated she "may apply" blood to the test strip within 30 seconds. Product labeling states: "never wait more than 15 seconds after lancing the fingertip before applying blood." The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to the stago laboratory method using neoplastin cl+ reagent. The meter result at 9:34 a.m. Was 5.8 inr. The patient re-tested on the meter at 10:16 a.m. Using the same finger and the result was 5.9 inr. The result from the laboratory within 30 minutes was either 4.2 inr or 4.1 inr. The patient¿s warfarin dose was adjusted based on the meter results. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr.